Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin drip out of the infusion tubing during the load fill tubing sequence after more than 30 units. Troubleshooting was performed and insulin was not observed dripping out of the cartridge tubing during the load fill tubing sequence suggesting air may have been introduced into the cartridge. A cartridge change was performed and insulin deliveries were successfully resumed. The customer's blood glucose level was 123mg/dl.